Manufacturer narrative:
(B)(4).

Event description:
Aptus endoanchors were prophylactically implanted into another manufacturer's stent graft for endovascular treatment. It was reported that at the end of the index procedure, a type ii endoleak from the lumbar artery was observed. Approximately a year post index procedure, the patient developed seroma, lymphocele and lymph fistula at the access site. The patient experienced symptoms of pain and swelling at the access site. The patient was given medication and a surgical procedure was done. The events were resolved. The investigator assessed the events were related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.